Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The cause of the discordant hb1c results is non-standard use in dilution of hb1c samples. Siemens headquarters support center (hsc) evaluated the information provided. The customer had incorrectly diluted the samples for patients known to have high glucose results without first running the samples undiluted. The manual dilutions run by the customer caused flagged results and false elevations at different dilution ratios. Hsc determined that the customer's practice was contrary to the hb1c instructions for use (IFU). Hsc determined that it is inappropriate to dilute results where hemoglobin (hb) or hba1c (a1c) are within the reference range, because you can dilute either the a1c or the hemoglobin below the assay range and then receive a below assay range result. Results may also recover higher when diluted due to the stacked error for the dilution and the change in the curve for a1c and hemoglobin. This is also non-standard use. The hb1c IFU states: "the hb and hba1c analyte values can be measured directly from the specimen without any dilution or pretreatment that is not part of the usual analytical process." The device is performing within specifications. No further evaluation of the device is required.

Event description:
Discordant high hemoglobin a1c (hb1c) results were obtained on patient samples on the dimension rxl max with hm system. The patient results were reported to the physician(s) who questioned the results. The same samples were rerun without making sample dilutions and lower results were obtained and reported. There is no indication that patient treatment was altered or prescribed on the basis of the discordant high hb1c results. There was no report of adverse health consequences as a result of the discordant high hb1c results.